Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was found unresponsive at home by his spouse and was transported to the emergency room. The patient had coronary artery disease with a known issue with one of his bypass grafts chronically occluded. The healthcare professional assumed that the patient suffered from a myocardial infarction that led to an arrhythmia. The data from the implantable cardioverter defibrillator from the event on (B)(6) 2019 to (B)(6) 2019 were examined. It was noted that the patient received anti-tachycardia pacing and high voltage therapy for ventricular fibrillation on (B)(6) 2019 from 10:37, 10:29, and 10:38 pm. After each therapy delivered, the patient's heart rate slowed and returned to sinus rhythm. The device sensing, pacing lead impedance, and high voltage lead impedance were found within normal limits. The electrogram showed normal sinus waveform until a non-sustained ventricular tachycardia (nsvt) event at 10:41 pm. The arrhythmia returned to sinus rhythm on its own. The patient passed away some time after this last recorded event. The device was interrogated again post-mortem on (B)(6) 2019 at 1:45 pm. The interrogation showed pacing intervals without any responding heart beat. The review of the implantable cardioverter defibrillator data did not reveal any abnormal device behavior. The cause of death was not conclusively determined.